Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with osteoporotic l2 vertebral fracture and underwent balloon kyphoplasty (bkp) procedure. During surgery, while inflating the balloon, at 200 psi, diffusion of contrast medium was detected. Upon deflation and visual inspection, it revealed that there was a tear at the balloon. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: visual and optical analysis of the ibt revealed the balloon has ruptured/been cut at the center of the balloon when inflated. Functional check with a sample syringe confirmed the balloon was not able to inflate. This type of rupture is consistent with the balloon coming in contact with bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.